Manufacturer narrative:
Findings: unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarms due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level 164 mg/dl. The customer reported that after inserting new battery insulin pump started working however, the insulin pump received unexpected restart alert and external ram crc error alert. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.